Event description:
Incorrectly assembled t1 deployed, device pulled back in preparation of inserting t2. Suture fell off t1 leaving bar in patient not attached to anything. Rep stated it looked like the knot had not been tied correctly.

Manufacturer narrative:
The device has not been received by s&n for evaluation. (B) (4)